Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) using a galileo echo instrument.

Manufacturer narrative:
An immucor field service engineer visited the customer site to assess the instrument on (B)(4) 2014, and the instrument was found to be operating as expected.